Event description:
It was reported that attempt to implant the left ventricular (lv) lead a 0.14 guide wire became stuck in the lead. The guide wire was pushed and subsequently broke inside the lv lead with the fragments stuck inside the lead. Another 0.14 guide wire was backed into the lv, however the guide wire became stuck in the lv lead. Therefore, the lv lead with both of the guide wires remaining inside was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and there was guidewire coating on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. Analyst commented, competitor guidewire was removed with heavy traction. There is black coating ensnared in the distal tip of the lead. (B)(4).